Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the pumps black box showed that a temp basal was set on (B)(6) 2016 at 10:54. A manual time change was observed on (B)(6) 2016 from 10:56 to 08:56. Then a temp basal set at 08:56. Then a manual time change was made to 10:59, then from 11:07 to 12:08 then to 11:11. A temp basal program was set at 11:11 to 12:08 and from 12:26 to 12:53 on (B)(6) 2016. On (B)(6) 2016 at 16:43 an unexplained pump reboot event occurred; deliveries never resumed. The pump was exercised for 24 hours with a 2.0u/hr basal rate. At end testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The recorded total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. No delivery interruptions or alarms occurred during the investigation. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 13.9mmol/l with polydipsia, polyuria, nausea and headache. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal history does not match the active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.